Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 22.9 mmol/l. The customer was treated with a manual injection. The customer experienced no symptoms. Troubleshooting was performed and found that the pump was used within 48 hours and the auto mode feature was not active at the time of the event. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the pump. The pump was returned for analysis. Unomed set, frn-mmt - xxx- rsvr.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No internal rattling noted. Unit successfully downloaded to thus. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, stained keypad overlay, missing display window cover, cracked retainer, cracked battery tube threads, and faded serial number label. Pump passed functional testing. No internal rattling noted during analysis. Confirmed scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, stained keypad overlay, missing display window cover, cracked retainer, cracked battery tube threads, and faded serial number label during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.